Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-feb-2018 with the following findings: during investigation, the pump was powered on to the verify screen with normal vibration but no sounds. The pump was paired with a test continuous glucose monitoring transmitter correctly, a 100 mg/dl reading was simulated, and a visible alert was given with no audible alert; the original complaint was duplicated. The pump cover was removed and the piezo contacts were found to be misaligned. The piezo contacts were realigned and normal auditory pump function was restored to the pump. The original complaint of a sound issue was duplicated and found to be caused be misaligned piezo contacts. Unrelated to the original complaint, the battery compartment was found to be cracked at the threads on the side.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. It was reported that the pump did not alarm when the continuous glucose monitoring detected a blood glucose reading of 100 mg/dl. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.